Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. A renegade hi-flo kit was selected for use. During preparation, the physician flushed the lumen of the renegade microcatheter with heparinized saline and made sure there were no leaks. Furthermore, the catheter was gently removed from the carrier hoop; however, it was noted that the catheter broke into two parts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was broken/damaged from the strain relief to approximately 7.5cm distal. The shaft was not completely separated and the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a catheter break occurred. A renegade¿ hi-flo¿ kit was selected for use. During preparation, the physician flushed the lumen of the renegade¿ microcatheter with heparinized saline and made sure there were no leaks. Furthermore, the catheter was gently removed from the carrier hoop; however, it was noted that the catheter broke into two parts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.